Event description:
In the middle of a breast biopsy on a pt as they were using the gun they couldn't get gun removed from the pt. Sheath had overshot and bent completely up on tip of needle and as they were pulling out it kept hooking breast tissue and they had to keep making incision on breast and was a larger cut than needed. The biopsy was still in the gun when they finally removed it. They ended up using different MFR's gun. This was the second to last one they had from that lot number and they had no problems with the prior ones they used. There is one left with that lot number. Rptr discarded the broken one because it was contaiminated and they did want to hang on to it. Spoke with reporter, who further clarified that they were not able to extract a core sample from the needle. A competitor's needle was then obtained and they were able to successfully obtain 5 core samples. The pt had to have steri-strips and dressing applied to wound site. Pt returned to clinic 5 hours later due to bleeding from the site. The dressing was saturated, changed and re-taped. Pt returned to the clinic 6 days after the event date to have the site-re-examined. The wound appears to have closed without further incident.